Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified red/yellow particles material was found on the shell, cloudy, flat creases, wear abrasion, deformation and no openings were found in the device. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: there were no observations found related with the complaint reported by the physician. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. The device has been explanted.